Event description:
It was reported to medtronic neurosurgery that the device was explanted due to a (B)(6) infection.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was later reported that the doctor indicated the valve was not responsible for the infection as the patient needed another procedure prior to the valve being explanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.